Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that this pacemaker device went from twelve to seven years of battery remaining. Boston scientific technical services (ts) checked the reports and the outputs were less than nominals. Moreover, pacing was less than nominals, yet percent power comparison was higher than nominals. Additional information indicated that the analysis results showed the battery diagnostics data indicated that the power consumption of this device has been increasing during the past year and was expected to continue to increase. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this pacemaker device exhibited premature battery depletion (pbd). This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device went from twelve to seven years of battery remaining. Boston scientific technical services (ts) checked the reports and the outputs were less than nominals. Moreover, pacing was less than nominals, yet percent power comparison was higher than nominals. Additional information indicated that the analysis results showed the battery diagnostics data indicated that the power consumption of this device has been increasing during the past year and was expected to continue to increase. To date, this device remains in service. No adverse patient effects were reported.